Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment/slda and difficult or delayed leaflet grasping are likely the result of patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had severe barlow¿s disease. The clip was advanced, leaflet insertion was slightly challenging. The clip was successfully implanted in the medial part of the prolapsed segment of p2. However, immediately, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. A second and third clip were implanted to stabilize the slda clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.